Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange for a driveline malfunction. A suspected driveline fracture was also reported. No further information is available at this time.

Manufacturer narrative:
The report of driveline compromise was confirmed based on the evaluation of the returned pump, serial # (B)(4); however, the report of a suspected driveline fracture was not confirmed. The pump was returned with the driveline cut approximately 8" from the pump end bend relief and the severed portion of the driveline was returned. Examination of the proximal pump portion of the driveline found some breakdown of the braided shield adjacent to the pump housing. Electrical continuity testing of both sections of the driveline did not reveal any discontinuities or electrical shorts, although visual inspection of the proximal pump portion of the driveline identified a small breach in the brown wire insulation beneath the shield breakdown adjacent to the pump housing. Some evidence of abrasion against the braided shield was noted along the colored insulation of several of the adjacent wires; however, the inner conductors were not exposed at this location. The remainder of the driveline appeared unremarkable. The observed wire damage appeared to be the result of abrasion against the braided shield due to repetitive movement. A review of device history records shoed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.